Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 3:30 pm, the patient experienced a burning sensation with redness under entire patch area and could not tolerate it. The patient decided to go to the emergency room (ER) to have it checked. When the patient arrived, she was advised to remove the wearable from her body and was treated with IV medication. The patient stayed at the ER for 3 hours and before she went home, she was prescribed with an oral medication antibiotic cephalexin. The patient was doing fine at the time of the report. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.